Event description:
It was reported that during a balloon kyphoplasty procedure (bkp) at t5, the balloon was inflated posteriorly, then was inserted down further anteriorly into the vertebral body. The physician advanced the working cannula just behind the most posterior radio-opaque marker of the ibt (inflatable bone tamp) and placed the introducer in the cannula in the balloon. The balloon inflated successfully, however, once the balloon was deflated and retracted, it became lodged in the working cannula. After attempting to reposition and remove the ibt from the vertebral body, the balloon ruptured and the clear inflatable portion of the balloon remained in the patient. The physician continued to introduce cement. There was a delay in the time of the procedure of 15 minutes due to this event. The current status of the patient is reportedly ¿good¿ and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.